Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated and has no output. It also was reported that 8 weeks earlier, device was close to elective replacement indicator(eri) with a minimum longevity of 8 weeks and maximum longevity of 20 weeks. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no pacing output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.